Event description:
It was reported that the procedure was cancelled. The target lesion was located in the right gondal vein. A 6mm x 20cm interlock was selected for use. During the procedure, the coil was halfway out of the non boston scientific catheter when the interlocking arm became detached and the coil got stuck. It was attempted to flush and pushed out with multiple wire but it would not move. The catheter was pulled out under fluoroscopy with the coil still inside to make sure that the coil did not dislodge and will cause any damage while removing the device. Also, they could not regain access to the vein after the initial coil became dislodged. The procedure was not completed due to the event. No patient complications reported.